Event description:
It was reported that, "pt presented in office with pain in knee. Ended up removing a chunk of bone and replacing insert."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.